Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4)

Event description:
Medtronic received information that two years following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed moderate paravalvular leak (pvl). Two years and eight months post valve implant, a vascular plug was used to treat the pvl. The pvl improved to trace. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.